Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# (B)(4) serial#, implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type catheter. Product ID: 8711, serial/lot #: (B)(4), ubd: , UDI#: 00673978846804. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the during eri pump replacement the surgeon attempted to empty the implanted catheter and was unable to get return. The surgeon observed a cut in the tip segment, then replanted and replaced with a new 8780.